Event description:
Product analysis on the generator was completed and approved on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient was being referred revision as chest x-rays performed on (B)(6) 2012 showed a lead fracture. The fracture was reportedly in a "loop" in the neck. Clinic notes, dated (B)(6) 2012 were also received. These notes indicated that the patient has had no clinical seizures since (B)(6)2011, but that she has headaches which respond positively to the magnet swipe. The week prior to the patient's appointment, the patient's was attempting to utilize the magnet, however, the patient was unable to feel the stimulation. It was stated that the patient's mother had to swipe the magnet three times before the patient could detect it. On the date of the patient's appointment (B)(6) 2012, upon interrogation of the device, the "lead failure" message was received. The patient was then referred for x-rays, which per the site confirmed the break. Follow up with the patient's nurse revealed that there was no manipulation or trauma that was reported by the patient's parents. The physician's believe that the failure to perceive magnet stimulation was related to the high impedance. The nurse indicated that they were not planning to send the x-rays in as there was a clear break in the neck. No diagnostic results or programming history was provided. Revision is likely but has not occurred to date. No other information was made available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent a full revision on (B)(6) 2012. The explanted products were returned to the manufacturer on (B)(6) 2012. Analysis on the lead has since been completed. Analysis on the generator is not yet complete. During analysis of the lead, setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The connector boot has what appears to be a puncture at the ring/backfill interface; however it is believed that this was most likely caused during manipulation of the lead at explant. Additionally, the lead assembly has remnants of what appears to be dry body fluids inside the outer silicone tubing with no obvious point of entrance other than cut end of the returned lead portion. Other than typical wear and explant related observation, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.